Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of guide catheter break. Block h10: the returned flexima rx biliary stent was analyzed, and a visual evaluation noted that the push catheter was kinked, and the guide catheter was detached and kinked. Functional inspection could not be performed due the detachment of the guide catheter. No other problems with the device were noted. The reported event of stent failure to deploy and guide catheter separated was confirmed. Taking all available information into consideration, the investigation concluded that most likely the reported event and observed failures were due user manipulation and technique performed during procedure and/or anatomical factors. The user may have experienced difficulties during the retraction/extension of the guide catheter, this may have caused the user to apply a different technique that contributed to the kink and detachment of the guide catheter. Additionally, it is possible that the observed device damages and anatomical factors affected the correct deployment of the stent during the retraction of the guide catheter. Therefore, the most probable root cause is adverse event related to the procedure.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic biliary stent placement procedure in the bile duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, it was noted that the guide catheter was separated. Another flexima rx biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic biliary stent placement procedure in the bile duct, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, it was noted that the guide catheter was separated. Another flexima rx biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).